Event description:
It was learned that an edwards' bioprosthetic aortic valve was explanted after an implant duration of approximately 10 months. The reason for explanting the valve has not been provided by the healthcare provider.

Event description:
Operative report indicates, "the patient is a (B)(6) male with end-stage renal disease on dialysis. He had aortic valve endocarditis on whom we performed an aortic valve replacement earlier this year. He had evidence of recurrent sepsis and a stenotic prosthesis. After full informed consent, the following high-risk procedure was undertaken." Preoperative diagnosis: prosthetic valve endocarditis. Postoperative diagnosis: severely stenotic bioprosthesis with no evidence of active prosthetic valve endocarditis. Findings indicate: "dense pericardial adhesions, severely calcified and stenotic bioprosthetic valve. No evidence of active endocarditis, poor cardiac function post implant requiring intra-aortic balloon pump, weaned from bypass. Profound vaso-dilatory state secondary to dialysis."

Manufacturer narrative:
The explanted device has not been returned to edwards, and the reason for explant has not been provided by the healthcare provider (hcp). Additional attempts to obtain additional information from the hcp are ongoing; event details will be reported once received.

Manufacturer narrative:
The device history review was completed and confirms that this device passed all manufacturing and sterilization inspections. The operative report indicates the valve was calcified, however, the reported calcification cannot be confirmed without return of device and evaluation. The device is not available for return, this event is from year 2007, and was just reported to edwards by the surgeon. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Therefore, it is likely that this patient's condition and medical history may have caused or contributed to this event. No additional information was provided.